Event description:
It was reported that a screw was found missing from the device and it was wobbly. The initial reporter advised that there were no patient involvement, medical intervention, or surgical delays associated with the event.

Event description:
It was reported that a screw was found missing from the device and it was wobbly. The initial reporter advised that there were no patient involvement, medical intervention, or surgical delays associated with the event.